Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (100 mcg/ml) and unknown drug via an implanted infusion pump. It was reported the patient thought there was an issue with their pump. The patient thought there was an issue because they had a loss of therapy relief. The patient had an enlarged spleen and thinks "something disconnected." The patient had just had the pump filled and their refill always have the correct amount of medicine removed from the pump. The change in therapy started maybe 6-7 months ago. The drug was changed to fentanyl about 5 months ago. The patient brought the issue up to their hcp and was told to work with manufacture. Patient services emailed the field staff to provide visibility to the situation.